Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm, micl13.2, -5.00 diopter, implantable collamer lens was implanted into the patients right eye on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.

Manufacturer narrative:
Corrected data: b3- date of event: (B)(6) 2019 is corrected to (B)(6) 2019. B5- the reporter indicated that a 13.2mm micl 13.2 implantable collamer lens of -5.00 diopter was implanted into the patients right eye on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault. The exchange resolved the problem. D6- implant date: (B)(6) 2019 is corrected to (B)(6) 2019. Claim# (B)(4).